Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pump was explanted and replaced due to battery depletion. An indium dye study revealed "poor diffusion." The pt was not injured and recovered without sequela. The medication being delivered via the device system was unk. A f/u report will be sent if add'l info becomes available.